Event description:
A customer reported difficulties when loading a cartridge into their device. There was no adverse impact on the customer's blood glucose level. No additional information was provided.